Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 10 mg/ml morphine (unknown) at 1.698 mg/day. It was reported that the pump had a volume expected 10.7 and actual was zero (empty pump). The date and time in the programmer used for the first time had a wrong date and technical services (ts) corrected it before it was ever used to refill a pump. Caller looked in the logs and was seen (B)(6) 2019 was the last refill. Caller had to call other rep to get the report from (B)(6) 2019 to see if it was overinfusing or was a programming error. Rep confirmed with other rep 40 ml was programmed instead of 20 ml that was confirmed by hcp document. Ts confirmed it was a programming error that resulted in an empty pump. Ts gave considerations of empty pump to give doctor. A pump programming error was what caused the pump to be empty and not a therapy issue. There were no symptoms reported. There were no further complications reported/anticipated.